Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had a user programming error (possible over infusion).

Event description:
It was reported that the chemo was programmed using the (vtbi) volume to be infused listed on the label which included the overfill. This was reported to bd representatives during their site visit. There was no information on patient involvement. Additional information received:  customer states there is "no further information regarding these complaints and will not be shipping any equipment."